Manufacturer narrative:
(B)(4). The mss spoke with the patient on (B)(4) 2011. The patient clarified that she was able to see the blood glucose readings on the subject meter just fine and there was no issues with the subject meter's contrast. The patient stated when she was in the ezcarb menu entering carbohydrate information to calculate a bolus the font on that specific screen was too small. The patient claimed as a result of the font being too small she was unable to see what carbohydrate number she was programming into the subject meter to determine her bolus. The patient confirmed that on (B)(6) 2011, she passed out due to a low blood glucose. The patient claimed the low blood glucose was most likely due to having guessed the amount of insulin she administered due to not being able to see the fonts in the ezcarb menu. Based on the additional information obtained, this complaint remains classified as an adverse event. The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the primary issue was not confirmed. A secondary issue was noted. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the patient contacted lifescan (lfs) alleging display issues with her onetouch ping meter. The patient claimed the font of the meter was too small and an issue with the display's contrast. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from a lifescan technical support representative (tsr). The patient stated that the product issue began approximately in late (B)(6) 2011 since she began to test with the subject meter. The patient stated that she manages her diabetes with an insulin pump. The patient stated that when her blood glucose is outside of range, she is unable to read the display and so she must guess as to how much insulin to administer based on her feelings rather than with an accurate meter reading. The reporter stated that on (B)(6) 2011 at 4:00pm, she lost consciousness after guessing how much insulin to administer. The patient claimed that on (B)(6) 2011, she received non-hcp assistance of a glucagon injection due to the product issue. During troubleshooting, the lfs technical support representative (tsr) confirmed the issue and discussed the display contrast settings. The tsr reported to the mss that it while it could not be determined if the display was working as designed, the display contrast was a factor in the issue. Replacement products were sent to the patient. While it is not known if the subject meter malfunctioned, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.